Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital after not feeling well. It was found that patient had an infection. The pocket was red and swollen. The physician suspected to be device related. The device was explanted and replaced. Patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.